Manufacturer narrative:
An event regarding revision due to infection involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced or sterile lot referenced. The following devices were also listed in this report: tridentii tritanium cluster54e; cat# 702-04-54e; lot# 60701601; trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# p515hp; delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 60074502; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
Postoperative diagnosis: patient underwent right total hip replacement (B)(6) 2017. Patient returned right hip infection with femoral component loosening and underwent revision (B)(6) 2018. All components exchanged.